Event description:
Caller states, the patient tested 1.3 inr and 1.1 inr on the coaguchek system while a comparison lab returned as 1.8 inr. Coumadin was reduced due to device results, however no adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.